Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had surgical procedure on (B)(6) 2016 for revision of duracon insert (6642-1-516/ lot: 40205001) due to wear. After that, the insert was misplaced on (B)(6) 2016. The insert was treated again on (B)(6) 2016.

Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was confirmed following visual inspection during mar. Method and results: -device evaluation and results: visual inspection was performed as part of the material analysis report . The report noted: it was inspected with the aid of a stereomicroscope at magnifications of up to 50x. Burnishing and scratching was observed on the articulating surface. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. Scratching is caused by plowing of microscopic asperities on the opposing femoral component. Burnishing and scratching are consistent with commonly identified damage modes in uhmwpe inserts. Damage to the distal surface included impressions from the tibial tray occurring during in-vivo service. A material analysis has been performed. The report concluded: in-vivo service related damages to the articulating surface of the insert were observed as burnishing and scratching. These are commonly identified damage modes on uhmwpe inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: the reported device was accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had surgical procedure on (B)(6) 2016 for revision of duracon insert(6642-1-516/ lot:40205001) due to wear. After that, the insert was misplaced on (B)(6) 2016. The insert was treated again on (B)(6) 2016.